Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unable to verify unexpected restart error alarms or battery out limit alarms. Unable to perform rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to unresponsive buttons. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and battery out limit. The insulin pump started a self-test and the screen went blank for a second then started again. The unexpected restart alarm was recurring during normal insulin pump use. The act button was unable to clear the unexpected restart alarm. The insulin pump was possibly exposed to magnetic fields at the airport. Customer's blood glucose level was 57 mg/dl. He ate breakfast to treat his low blood glucose level. The customer stopped using the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.